Event description:
The customer reported an error code for this device that is related to the device hanging in operational check. There was no pt involvement as the symptom occurred during operational check.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.